Event description:
It was reported that during a heavily tortuous, heavily calcified carotid artery stenting procedure, an xpert stent delivery system was advanced without difficulty. Reportedly, a longer than needed stent was chosen and the physician needed to pull the stent back a little and then with the xpert stent deployment, the stent jumped 5 cm. Although the stent jumped, the entire lesion was successfully covered along with some healthy vessel areas. The stent was fully apposed to the vessel wall. The procedure was complete and there was no adverse patient sequela or no significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.